Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/21/2021. Additional information was requested and received. If further details are received at a later date a supplemental medwatch will be sent. Please describe how was the adhesive was applied. Post sub-cuticular suture, the prineo mesh was applied on the dry skin surface, with the knee in flexed position and a single layer of adhesive was applied on to the mesh. What prep was used prior to, during or after prineo use? In post-op the wound is cleaned with saline solution. Saline solution is used gently over the prineo mesh to wipe it clean. Was a dressing placed over the incision? If so, what type of cover dressing used? Yes, dry bandages were used. No more information is available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and obtained. What is the procedure date? (B)(6) 2021. What date did the reaction occur on? 3 days post-op. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed; other medication prescribed)? If so, please clarify. Antibiotics prescribed. What is the most current patient status? Good. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No. Additional information has been requested however not received to date. If further details are received at a later date a supplemental medwatch will be sent please describe how was the adhesive was applied. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) does the patient use or exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails). Product is not available for return. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee replacement on (B)(6) 2021 and topical skin adhesive was used. Blisters are forming on and around the edges of the adhesive mesh 2-3 days post-op, which later lead to infection and oozing. Antibiotics prescribed as treatment. Additional information has been requested.